Event description:
It was reported by the affiliate that prior to an unk procedure, the blade's jaw was broken for one device (whole upper jaw was detached, the tissue pad was clean). The jaws of a second device weren't closed properly. No solid tone or error was rec'd. No parts fell in pt. It was not noted how the case was completed. No pt consequence.